Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their dexcom g7 sensor would not pair with the ilet and the ilet displayed a cgm offline message. The user attempted multiple troubleshooting steps, including restarting the ilet, but pairing failed. The user entered manual blood glucose (bg) values of 70 mg/dl and 197 mg/dl, treated the low bg with juice, and later replaced the g7 sensor. No hospitalization or long-term health effects were reported.